Manufacturer narrative:
It was reported that the infection was at the lead site, not the ipg site. As such, the ipg is no longer reportable.

Event description:
It was reported that the infection was at the lead site, not the ipg site. As such, the ipg is no longer reportable.

Event description:
It was reported the patient was diagnosed with an infection and the system was explanted to address the issue. The infection has since resolved.

Manufacturer narrative:
Date of the event is estimated.